Manufacturer narrative:
Additional information: d10. H3, h6: a hemi head (details obscured) and modular sleeve (details obscured) were received for investigation following hip revision surgery performed due to toxic levels of cobalt and chromium. The bhr cup remained implanted. All of the devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch and discolouration was observed on the bearing surface of the head. The sleeve could not be separated from the head without using excessive force. Wear analysis was performed to review linear wear on the bearing surface of the hemi head. The wear images identified a wear patch on the bearing surface of the hemi head. Maximum linear wear for the hemi head was 16.2m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 102.0m. Time in vivo is needed to compare the measured linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. Material loss was measured on the internal taper of the sleeve. Although the reported elevated metal ions, pseudotumor and trunnionosis may be consistent with metal debris the root cause of the reported elevated ions, pseudotumor and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Based on the analysis of the returned parts and the information provided the root cause remains undetermined after investigation. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at smith and nephew and are available upon request. H10.

Event description:
It was reported that the patient underwent revision surgery of the left hip on (B)(6) 2020 due to to toxic levels of cobalt and chromium, secondary to trunionosis and, additionally, painful hips showed joint effusions on MRI. The metallic femoral head was explanted and replaced with a dual mobility inset and an oxinium femoral head. The patient was returned to the pacu without complication.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: a hemi head (details obscured) and modular sleeve (details obscured) were received for investigation following hip revision surgery performed due to toxic levels of cobalt and chromium. The bhr cup remained implanted. All of the devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch and discolouration was observed on the bearing surface of the head. The sleeve could not be separated from the head without using excessive force. Wear analysis was performed to review linear wear on the bearing surface of the hemi head. The wear images identified a wear patch on the bearing surface of the hemi head. Maximum linear wear for the hemi head was 16.2¿m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 102.0m. Time in vivo is needed to compare the measured linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. Material loss was measured on the internal taper of the sleeve. The available medical documents were reviewed. Although the reported elevated metal ions, pseudotumor and trunnionosis may be consistent with metal debris, the root cause of the reported elevated ions, pseudotumor and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the analysis of the returned parts and the information provided the root cause remains undetermined after investigation. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at smith and nephew and are available upon request.

Manufacturer narrative:
A hemi head (details obscured) and modular sleeve (details obscured) were received for investigation following hip revision surgery performed due to toxic levels of cobalt and chromium. The bhr cup remained implanted. All of the devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch and discolouration was observed on the bearing surface of the head. The sleeve could not be separated from the head without using excessive force. Wear analysis was performed to review linear wear on the bearing surface of the hemi head. The wear images identified a wear patch on the bearing surface of the hemi head. Maximum linear wear for the hemi head was 16.2¿m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 102.0¿m. Time in vivo is needed to compare the measured linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. Material loss was measured on the internal taper of the sleeve. Although the reported elevated metal ions, pseudotumor and trunnionosis may be consistent with metal debris the root cause of the reported elevated ions, pseudotumor and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Based on the analysis of the returned parts and the information provided the root cause remains undetermined after investigation. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at smith and nephew and are available upon request.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported elevated metal ions, pseudotumor and trunnionosis may be consistent with metal debris, without the supporting lab results and/or the analysis of the explanted components, the root cause of the reported elevated ions, pseudotumor and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported elevated metal ions, pseudotumor and trunnionosis may be consistent with metal debris, without the supporting lab results and/or the analysis of the explanted components, the root cause of the reported elevated ions, pseudotumor and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the, after a bhr tha construct had been implanted, the patient experienced pain on hip, toxic levels of cobalt and chromium, secondary to trunionosis; joint effusions are also shown on MRI. A medically-indicated revision surgery was performed to address the adverse event. The patient is doing fine.